Event description:
It is reported that the pt's hip dislocated three times since surgery. The pt was revised due to recurrent instability.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Evaluation summary: revision operative notes that were provided state that the pt had 3 dislocations in the past few weeks which occurred while she was getting up from a chair. A large hematoma was encountered and the previous capsular repair was noted to have failed. The devices were found to dislocate with flexion greater than 90 degrees and internal rotation. The acetabular cup was revised to have more anteversion and less abduction than the previous component. Cause cannot be definitively determined. Evaluation codes: manufacturing documentation was reviewed and found conforming to specifications. It is likely that a combination of pt post-op activity and placement of original acetabular cup contributed to the instability, however this cannot be stated conclusively.